Manufacturer narrative:
(B)(4). Eval, results: (occlusion). Results/conclusion: (narrowing in the distal aortic neck).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx seven weeks ago. The aneurysm and vessel morphology were reported at a narrowing in the distal aortic neck. The graft was implanted with a 180 degree limb orientation, as planned. It was reported that the pt came in with a left limb occlusion, approx one month ago, which required lytic therapy and subsequent stenting of the endograft limb (ref MFR # 2953200-2011-01306). After another manufacturer's stent was implanted in the left limb, the right limb subsequently occluded, as the physician did not perform the kissing balloon technique. The right limb occlusion was resolved with ballooning and the blood flow was restored. Internal review of a single still angiographic image at implant, shows the limbs patent and crossed, with possible bunching of fabric at the ipsilateral limb, where it crosses (likely near the aortic bifurcation). Post-implant films show the left limb occluded beginning at the flow divider; the right limb appears patent. No additional clinical sequelae were reported, and the pt is fine.